Event description:
It was reported that during a percutaneous angioplasty treatment procedure, balloon blade detachment occurred. The target lesion¿s location was unknown. A 2cm pcb cutting balloon was selected to treat the central in-stent restenosis of a previously placed unknown stent. After completion of the procedure, a blade of the balloon was hanging on the stent and could only be removed with mild force. Thereafter, a blade was bent and broke off outside the patient. This procedure was completed successfully. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned catheter confirmed that the proximal end of 1 blade had lifted. Approximately 2mm of the blade had lifted from the pad. The pad was intact. No sections of any blade had detached, and the remaining 3 blades did not exhibit any damage. There was no further damage to the catheter. The returned unit was attached to an encore inflation unit. Positive pressure was applied and the balloon was inflated to its rated burst pressure of 10 atmospheres. The balloon inflated and deflated successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, balloon blade detachment occurred. The target lesion's location was unknown. A 2cm pcb cutting balloon was selected to treat the central in-stent restenosis of a previously placed unknown stent. After completion of the procedure, a blade of the balloon was hanging on the stent and could only be removed with mild force. Thereafter, a blade was bent and broke off outside the patient. This procedure was completed successfully. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).